Event description:
A boston scientific axios stent and electrocautery enhanced delivery system was being used and failed to deploy properly. Size 6mm x 8 mm. Stent was placed in original box for manufacturer to give credit. A new axios stent was placed and deployed without difficulty. Manager was notified and so was our boston scientific rep.